Manufacturer narrative:
Pending evaluation. Concomitant devices: (cn: 204-23-13, sn:(B)(4)) ps tibial insert; (cn: 204-34-02, sn: (B)(4)) stem extension 14mm x 25mm; (cn: 204-70-00, sn: (B)(4)) tibial stem extension screw; (cn: 210-01-33, sn: (B)(4)) nmc femoral size 3; (cn: 200-02-35, sn: (B)(4)) three peg patella 35mm.

Event description:
As reported, per discussion with surgeon, the knee components were loose. The physician opened the joint in standard fashion. He first removed the 13mm poly from the knee. He proceeded to pull the femur off which just basically fell right off. Then, he went on to pull the tibial component off which took some work. He then removed the stem with a slap hammer. He then went on to revise the patient¿s knee with a non-exactech system. There was no delay to the surgery. The patient was not adversely affected by the event. The patient left the or in stable condition. The patient was stable at outcome. The rep was present at the time of the surgery. The devices will not be returned as they were thrown away by hospital.

Manufacturer narrative:
Section h10: (h3) the evaluation noted the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the explants were not available for evaluation. (D11) concomitant devices: (cn: 204-23-13, sn:(B)(6)) ps tibial insert (cn: 204-34-02, sn: (B)(6)) stem extension 14mm x 25mm (cn: 204-70-00, sn: (B)(6)) tibial stem extension screw (cn: 204-04-33, sn: (B)(6)) trapezoid tibial tray sz 3f/3t (cn: 200-02-35, sn: (B)(6)) three peg patella 35mm. No information provided in the following section(s): a2, a4, a5, and b6. The following section(s) have additional info; d2, d4 (catalog number, serial number, exp date, and UDI number), g4, g5, g7, h1, h2, h3, h4, h6, and h7. Section h11: corrections made in the following section(s): (d2) common device name. (D4) catalog number, serial number, exp date, and UDI number.